Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with a good condition with no appearance of any physical damage. Event log history was performed and indicated that "motor rate error" was recorded in history. During analysis, the reported problem could not be duplicated during occlusion testing. It was noted that combination of motor assembly, worm gear (blue), lead screw and clutch halves were found old, dirty and worn out which is causing the motor rate error intermittently. Service replaced motor assembly, worm gear, lead screw and clutch halves, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, but no fault was found.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump exhibited motor rate error and alarmed inclusion. No patient was involved in this event. No adverse effects were reported.